Manufacturer narrative:
The reported complaint of failure to loosen the atrial-setscrew to remove the lead was confirmed. The cause of the reported event was due to calcified blood preventing the setscrew from being loosened. The blood most likely came through a hole punched through the septum by the torque wrench at time of implant, consistent with procedural damage. No other anomalies were seen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28389. It was reported that the patient presented for a generator change procedure. During the procedure, the pacemaker set screw was stuck and the right atrial lead could not be removed from the header. The pacemaker was removed and replaced and the lead was capped and replaced on (B)(6) 2021. The patient was in recovery.